Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had weak battery alarm and blank display. The customer stated that the battery compartment and spring were not damaged or corroded. During troubleshooting the display did return however alarmed failed battery test. A battery cap replacement was sent. The blood glucose level at the time of the incident was 213 mg/dl. The insulin pump will not be returned for analysis.